Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while analyzing the heart rhythm of a female patient in her 70's, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical corporation and the reported malfunction of "incorrect mode" was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The reported malfunction of "no response to front panel controls" was attributed to the data entry switch membrane. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a female patient in her 70's, the device operated in the incorrect mode and would not respond to front panel controls. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.